Event description:
It was reported to tyco healthcare/kendall in 2007 that a customer had a problem with a feeding set. The customer reports that a pt was overfed. Add'l info was received on 10/12/2007 from pharmacy manager, who alleges that the overfeeding resulted in re-hospitalization of the pt due to pancreatitis and ostomy issues. This add'l info makes the incident MDR reportable.

Manufacturer narrative:
An investigation is currently underway. Upon completion of the investigation, results will be provided.